Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump stopped working completely due to motor error and insulin pump shutdown. Customer was able to clear the alarm and complete insulin pump rewind. Customer also reported more than one motor error alarm in alarm history. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.